Event description:
The patient reported that the device battery had tripped the elective replacement indicator (eri) one week after being told that the device had four months of longevity left. The patient also indicated feeling light-headed and dizzy as well as having a cough. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.